Manufacturer narrative:
As per case notes, the user does not want another removal attempt and was advised that the eversense sensor is not a permanent implant and the user should make an arrangement to have it removed in the future. Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation was found necessary.

Event description:
On august 30th 2024,senseonics was made aware of an incident where user reports an unsuccessful removal attempt of the sensor made on 28-aug-2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.